Manufacturer narrative:
Report 9614453-2015-01997-02, (B)(4). Product event summary:the device was returned and analyzed.the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is scheduled to be explanted and replaced due to early elective replacement indicator (eri). Additionally, the left ventricular (lv) lead exhibited increasing thresholds and intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) triggered on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.